Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that during the implantation of the lead 977c165, the patient experienced numbness and nerve damage, losing feeling in the entire right side. After the lead was removed, the patient gradually regained function and feeling in the right ankle, foot, and eventually the leg. When the lead was implanted again, the same loss of feeling occurred. Ultimately, the patient was implanted with percutaneous leads and regained full motor function and feeling in the right side. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. (B)(6) 2025. E1 (rep): additional information was received from the manufacturer representative (rep). It was reported that nerve damage was not confirmed as patient regained all feeling in his body. There was no permanent nerve damage.